Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump might have been bumped on the arm of a chair before the issue occurred. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.